Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the aneurysm dimensions were corrected to maximum aneurysm diameter: 42mm. Aneurysm dome height: 33mm. Aneurysm dome width: 36mm. Aneurysm neck size: 36mm.

Manufacturer narrative:
Associated with MDR #: 2029214-2023-00886 the event is reported at this time based on additional information received which indicated a possible serious ae. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one ped2 pipeline stent failed to open and another did not fully bridge the aneurysm (lot: a458996). The pipeline that did not bridge the aneurysm opened primarily well. Wall opposition was successfully achieved. The other pipeline device did not open during procedure and was removed. There was a device deficiency. The patient was being treated for an aneurysm in the left internal carotid artery (ica), c7 segment. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 4.2mm. Aneurysm dome height: 3.3mm. Aneurysm dome width: 3.6mm. Aneurysm neck size: 3.6mm. Parent artery diameter distal to aneurysm: 3mm. Parent artery diameter proximal to aneurysm: 2.9mm. Complete stasis at the end of the procedure. Complete neck coverage was achieved at the end of the procedure. Raymond and roy occlusion was class 1 at the end of the procedure. Additional information received reported full coverage of the aneurysm neck was not achieved with a pipeline shield (ped2-475-35, lot: a458996) so an additional stent (4.75 x 30) was deployed and full coverage was then achieved. Balloon angioplasty was performed for full apposition. It is most likely the incomplete coverage was due to the morphology of the "very large, giant aneurysm.".

Manufacturer narrative:
Correction to h6 coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.